Event description:
It was reported that the patient presented for infection and that the pocket was eroding. The cause of the infection is unknown. The lead was capped. This is the same event as MDR 2183787-2017-00014.